Event description:
Endolog device deployed. The implant broke and left 6" probe of plastic in pt's aorta. Surgeon could not retrieve the plastic endoscopically. Had to convert case to an open aaa repair to explant endologix implant and repair aneurysm with gortex graft.